Event description:
Reporter alleged based on the blood glucose device result finding family member incoherent and transporting pt to the hosp. Reporter stated blood glucose original result was 193 mg/dl however did not provide the time the reading was taken. Reporter stated after finding family member incoherent, glucose result was 452 mg/dl. Reporter stated she gave pt glucose tablets and icing on their lips while also transporting pt to the hosp around 9:30 pm. Reporter alleged hosp device result was 45 mg/dl. Reporter stated family member was given an IV but did not provide the contents of it and was monitored for 1.5 hours. Reporter indicated no controls were used. A request was made for the return of the suspect product and replaceament product was sent.